Event description:
Pt underwent heart cath with ptca procedure on (B)(6) 2014. Angio seal device was deployed at the end of the procedure. Pt reportedly felt a pop when he moved later that day and started to have groin pain afterwards. Pt underwent surgical repair of his right common femoral artery and thrombectomy of the right common femoral and superficial vein. The angio-seal device was identified and removed approximately 2 cm above the area and it was not intra-arterial. The entire angio-seal was reported as being intact in that location. Pt later developed dvt within the right common femoral vein and thrombus within the greater saphenous system. He underwent tpa thrombolysis and an inferior vena cava filter was placed. He also underwent debridement of his right groin wound with placement of a wound v.a.c. And was discharged home with home health for wound v.a.c. Changes.